Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: neu_refill needle, serial# unknown, product type: accessory (B)(4).

Event description:
It was reported the patient had a pump and catheter implanted on (B)(6) 2015. The implant was described as a traumatic procedure (4 hours long). Two days later ((B)(6) 2015), the manufacturer representative (rep) was called into the ER (emergency room) to meet with the healthcare professional (hcp) and patient because the patient had a fever, their wbc (white blood cell) was high and had a possible infection. They aspirated cerebrospinal fluid (csf) through the catheter access port (cap) and sent it for culture. The culture was negative but, the csf was pinkish in color (blood in it), contained serous and csf fluid so they were not sure if they were completely in the cap during the study. On pod#7 (post operative day), the rbc (red blood cell) was 21,000 and the wbc was 175 in the sample of csf. On pod#1, the rbc=14 ,000 and wbc=2,000. On the date of this report, the rep returned for another cap study. The patient was still febrile. The cap study was performed under fluoroscopy. They confirmed they were in the side access port but, pulled back a steady stream of red-tinged fluid (more red in appearance than first cap study). The fluid was sent for culture. The patient had no signs of meningitis but continued to be febrile when off antibiotics. The patient was doing well and clinically stable. It was noted the patient was not on anti-coagulants. The patient was non-verbal, so it was difficult to asses if there was a headache present. The pump was used to deliver saline. Additional information has been requested, but was not available as of the date of this report.